Manufacturer narrative:
This complaint was included as a potential brittle tip failure based on the information available at the time of the execution of the notification.(FDA report of correction and removal filed (B)(6) 2001 (reference # (B)(4)). Since that time, the product was received and investigated. The investigation determined the break to be non-brittle and is outside the scope of the notification. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The unit was received in two pieces: the broken off imaging window end was 20.2cm long and the remainder was 151.1cm long. The broken imaging window break was clean without signs of elongation. The complaint sample was sent to an outside vendor for oxidation analysis. The levels of oxidation throughout the tested fracture site sample indicate the fracture was likely not brittle. Visual analysis of the returned device noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly, no fluid was observed inside the hub. Kink, likely due to operational context, was observed in the sheath assembly. The guidewire exit port appeared normal no damage was observed. Image characterization testing was performed imaging core wind up, a design issue, was observed in the telescope assembly and is unrelated to the break. The device labeling and directions for use (B)(4) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, DHR review and the anatomical and procedural factors encountered during this procedure, the cause of the observed separation could not be definitively determined.

Event description:
Upon inspection of the returned device for a reported image issue it was noted that the sheath of the intravascular imaging (ivus) catheter was broken off (20 cm from distal tip). The manufacturer performed follow-up and obtained additional information indicating the device had not experienced an image issue as initial reported. The physician intended to use the ivus in a percutaneous coronary intervention (pci) procedure to image a lesion located in the lad. The physician pushed the catheter while attempting to advance the catheter to the lesion; the catheter was unable to cross the lesion. The physician removed the catheter from the patient and found the catheter sheath had became separated from the catheter body. The detached piece was found in the y-connector connected to the guidecatheter. The physician reported that there might have been resistance during withdrawing the catheter from a y-connector but he did not forcibly pull the catheter. There were no patient complications. The patient was reported to be in good condition.

Event description:
Upon inspection of the returned device for a reported image issue it was noted that the sheath of the intravascular imaging (ivus) catheter was broken off (20 cm from distal tip). The manufacturer performed follow-up and obtained additional information indicating the device had not experienced an image issue as initial reported. The physician intended to use the ivus in a percutaneous coronary intervention (pci) procedure to image a lesion located in the lad. The physician pushed the catheter while attempting to advance the catheter to the lesion; the catheter was unable to cross the lesion. The physician removed the catheter from the patient and found the catheter sheath had became separated from the catheter body. The detached piece was found in the y-connector connected to the guide catheter. The physician reported that there might have been resistance during withdrawing the catheter from a y-connector but he did not forcibly pull the catheter. There were no patient complications. The patient was reported to be in good condition.